Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a pinnacle pelvic floor repair kit was used during an anterior floor repair procedure. During a follow up, the patient had an area about a centimeter in diameter in the anterior compartment that the mesh is exposed. The patient is asymptomatic. The doctor is not sure of the reason for the erosion/exposure, and there are no plans for intervention because the patient is not experiencing any problems. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number of the pinnacle pelvic floor repair kit is not known; therefore, the device manufacture date and expiration date cannot be determined. Implanted date unknown. The suspect device was implanted and not available for return. A device evaluation cannot be performed. The cause of the reported malfunction cannot be determined.